Event description:
The patient stated he was smoking while oxygen was on, a cat came into the home and scared him as he was about to tum off his oxygen concentrator. He was lighting a cigarette as he saw the cat and did not tum the concentrator off. A flame ignited and burned the right nare of the patient's nose. Injuries sustained. Right nare - 2nd degree burn, charred area with dried blood. Delay in obtaining equipment information from hme provider due to incomplete paper records multiple attempts to obtain this information from the hme provider were not successful.